Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and pain at the ipg site. The patient underwent an explant procedure, and the explanted device was discarded per hospital policy. No further information has been obtained despite good faith efforts.